Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia procedure, there was an error in using the two loading units, the devices were able to fire but the staples were not able to form a b shape. There was no patient injury.